Event description:
It was reported that a home patient experienced a high drain 106 alarm on the homechoice device during drain cycle six of peritoneal dialysis therapy. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s fill volume. This is indicative of an occurrence of a potential increased intra-peritoneal volume (iipv) event. The night cycle six ultra-filtration was 1792 ml with a drain volume of 3065 ml and the patient¿s largest prescribed fill volume was 1500 ml. The technical services representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was manufactured in sep 2013. The homechoice evaluation was completed. An event history log review identified the presence of the reported high drain alarm. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A check of the pneumatic system showed all pressures within the system to be correct and stable. A device history record review was completed and no issues related to the discovered condition were noted during the manufacture of this device. The reported high drain alarm was verified during the event history log review. However, no nonconforming product was discovered during sample analysis. The cause of the high drain alarm was determined to be the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.